Manufacturer narrative:
(B)(4).the sample is not available for evaluation, therefore, the root cause could not be determined. Since the lot number is unknown a batch review will not be performed.

Manufacturer narrative:
(B)(4). This report for a check supply line alarm was not confirmed. The sample was not returned to baxter for evaluation. A batch review could not be performed because the lot number was not provided. Based on the information in the complaint, the cause of the alarm is use error as the solution bag was not being fully spiked. Current labeling was reviewed and found to be adequate in regard to the reported use error. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted global technical service (gts) and reported a check supply line alarm that appeared on the home choice (hc) during setup. Gts had the home patient (hp) push in on the spike to the second bag. The line moved in. Product surveillance contacted the home patient (hp) on (B)(6) 2010 regarding the reported problem. The hp stated that did not spike the bag correctly. The hp clarified that they "messed up." The hp used a compact exchange device. The hp stated he continued with manual supplies. The hp has since resumed therapy on the hc with no further issues. No patient injury or medical intervention was reported.